Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the flextip plus combined spinal epidural catheterization kit, has broken ampules in it. There was a broken 10ml of sodium chloride, and a broken lidocaine ampule. There was no reported injury.

Event description:
It was reported that the flextip plus combined spinal epidural catheterization kit, has broken ampules in it. There was a broken 10ml of sodium chloride, and a broken lidocaine ampule. There was no reported injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the kit and the ampules with no relevant findings. The customer reported broken ampules in the kit. The customer returned one opened kit which contained a saline solution and a lidocaine ampule broken into two pieces for investigation (B)(4). The ampules were visually examined with and without magnification. Visual examination of both ampules revealed the ampules are broken at the score line. No pieces of the either ampules appear to be missing. No other defects or anomalies were observed (B)(4). Packaging engineering was consulted for this complaint issue. Per engineering, the probable cause of this issue is related to the tray design. An engineering change request (ecr), (B)(4), has been initiated to update the current tray design for this kit. The reported complaint of broken ampules was confirmed based upon the sample received. The saline and lidocaine ampules were found to have broken at the score line. A device history record review was performed on the kit and the ampules with no other remarks: evidence to suggest a manufacturing related cause. Based on the information provided, the potential root cause of this issue is design related. An ecr ((B)(4)) was initiated to update the current tray design.